Event description:
It was reported to philips that the system was unable to produce x-rays and was unable to move. No harm to the patient or user was reported. Philips has started an investigation of this complaint.